Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test result from results obtained of 248, 267 and 264 mg/dl. The customer¿s expected blood glucose test result ranges are 140-180mg/dl am fasting and before lunch and dinner fasting 150-220 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer stated she has a regular scheduled appointment with the liver physician, and she will let him know the results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 05/29/2025 and open vial date is (B)(6) 2024. The meter memory was reviewed for previous test result history: result 1: 248 mg/dl, date: (B)(6), time: 6:40pm, fasting before dinner. Result 2: 267 mg/dl, date: (B)(6), time: 11:47am, fasting before lunch. Result 3: 264 mg/dl, date: (B)(6), time: 7:16am, fasting. Result 4: 229 mg/dl, date: (B)(6), time: 11:13pm, fasting bedtime. Result 5: 297 mg/dl, date: (B)(6), time: 6:17pm, fasting before dinner. Result 6: 219 mg/dl, date: (B)(6), time: 12:15pm, fasting before lunch. Result 7: 229 mg/dl, date: (B)(6), time: 6:30am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Only 1 test strip was returned. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.